Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, crack was noted on the front panel of the top left connector and distortion in image was noted on quadrant d. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, an incorrect camera probe was inserted into the visera 4k uhd camera control unit and a glass like substance broke in the socket and physical damage was noted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: b3. The event occurred in december 2022, but the specific date is unknown. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed. It was determined that it occurred because a non-supported scope was inserted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. The otv-s400 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿important information ¿ please read before use. Refer to ¿system chart¿ on page 205 to confirm that the camera control unit is compatible with the ancillary equipment being used. Using incompatible equipment may result in patient injury or equipment damage and makes it impossible to obtain the expected functionality.¿ olympus will continue to monitor field performance for this device.